Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer change the pump supplies to address the issue. System check was performed by tandem technical support and no issues were identified. Reportedly, the customer was using cold insulin and wearing the site for 3-4 days. There was no reported adverse impact to the customers blood glucose level.